Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip coil, tip housing/tip were visually examined. There was damage to the distal portion of the coil of the tip, as it was stretched and the distal end of the coil of the tip was separated from the hypotube/tip housing and uncoiled; however, the tip was attached and jammed into the tip housing. There was a piece of fibrous fm attached to the stretched coil and hypotube. The fibrous fm was not part of the device and was likely from some kind of surgical cloth used during the procedure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the coil at the tip peeled off. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A truepath chronic total occlusion device was selected for use. During procedure, it failed to advance to its desired direction. The device was simply removed from the patient's body. When the device was removed from the patient's body, it was noted that the coating of the coil at the tip peeled off and became chipped. The abrasion was due to the device being stuck to the severely calcified lesion, and resistance was felt as pulling ang pushing that caused the abrasion. Also, something hairlike on the tip was observed which appeared to be unraveled coil material at the tip. No device fragments were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the coil at the tip peeled off. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A truepath chronic total occlusion device was selected for use. During procedure, it failed to advance to its desired direction. The device was simply removed from the patient's body. When the device was removed from the patient's body, it was noted that the coating of the coil at the tip peeled off and became chipped. The abrasion was due to the device being stuck to the severely calcified lesion, and resistance was felt as pulling ang pushing that caused the abrasion. Also, something hairlike on the tip was observed which appeared to be unraveled coil material at the tip. No device fragments were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.